Event description:
A tear in the inflation indicator balloon wa noticed when the cuff would not stay inflated after insertion. The lma was removed before ventilation was applied. Another lma was inserted. There was no pt problem or injury.